Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Mps reporting inaccurate cuts. The planar probe confirms the cuts are proud, while the software image highlights red areas indicating where the cuts should be deeper, yet they remain proud.

Manufacturer narrative:
Reported event: an event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed. Method & results -product evaluation and results: the field service engineer reported: problem reproduced? No trouble shooting notes: mps reporting inaccurate cuts. The planar probe confirms the cuts are proud, while the software image highlights red areas indicating where the cuts should be deeper, yet they remain proud. Work performed: observation ¿ no problem found action taken ¿ verified system is operating within mako tolerances and specifications. System successfully passed all validation testing. System ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not reproduced through an onsite inspection carried out by a field service engineer however the system was optimized for clinical use. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Mps reporting inaccurate cuts. The planar probe confirms the cuts are proud, while the software image highlights red areas indicating where the cuts should be deeper, yet they remain proud.